Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. As the issue occurred in the past, troubleshooting was unable to be performed. Additionally, it was reported that the pump may have been bumped and the touchscreen was shattered and unresponsive. The customer's blood glucose was 204 mg/dl. Customer confirmed that an alternate method of insulin therapy was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the malfunction (touchscreen) was confirmed. However, the unexpected shutdown could not be confirmed due to the device being received with extreme damage.